Event description:
The customer reported that during a platelet procedure on a trima device, one air bubble was observed in the return line measuring approximately 1/2 inch. Per the customer, no air was infused to the patient. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The customer reported that the blood diversion pouch was not inflated with air, there were no alarms, the donor was connected prior to ac prime, and there was no air being drawn in through the ac line or filter. No medical intervention was reported, and the donor was reported as stable. The customer declined to provide patient ID. Terumo bct is awaiting the return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A disposable complaint history search was performed for this lot and found other reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a platelet procedure on a trima device, one air bubble was observed in the return line measuring approximately 1/2 inch. Per the customer, no air was infused to the patient. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The customer reported that the blood diversion pouch was not inflated with air, there were no alarms, the donor was connected prior to ac prime, and there was no air being drawn in through the ac line or filter. No medical intervention was reported, and the donor was reported as stable. The customer declined to provide patient ID. Terumo bct is awaiting the return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot. See MDR: 1722028-2024-00288 sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. Root cause: based on the available information, possible root causes for the presence of air in the donor/return line during the first return cycle include: incomplete ac prime of the inside of the 3:1 manifold, where the orientation of the 3:1 manifold during ac prime prevents it from being fully wetted, allowing air to become trapped in the 3:1 manifold. This air can then become dislodged during the first return cycle. Incomplete blood prime of the inside of the return reservoir filter, where blood moves around the outside of the filter before the inside is fully wetted, allowing air to become trapped at the top of the return reservoir filter. This air can then become dislodged during the first return cycle. Excessive drooping of the inlet/ac/return lines excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during a platelet procedure on a trima device, one air bubble was observed in the return line measuring approximately 1/2 inch. Per the customer, no air was infused to the patient. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The customer reported that the blood diversion pouch was not inflated with air, there were no alarms, the donor was connected prior to ac prime, and there was no air being drawn in through the ac line or filter. No medical intervention was reported, and the donor was reported as stable. The customer declined to provide patient ID. The collection set is not available for return because it was discarded by the customer.